Manufacturer narrative:
(B)(4). The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The seal plugs were intact and the setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise and high impedance condition.

Event description:
It was reported that the patient implanted with this pacemaker and non-boston scientific right ventricular (rv) lead experienced syncopal episodes. The pacing impedance measurements were high, out-of-range. The device was reprogrammed, from rv bipolar to rv unipolar with asynchronous pacing and the patient was scheduled for a lead revision. However, the patient had subclavian vein stenosis, so no new lead could be implanted. After discussions between the boston scientific sales representative and the physician it was decided to explant the pacemaker and implant a device from the same manufacturer as the rv lead. The hope was that this would alleviate the possibility of a connection/contact issue where noise and high impedance conditions were observed between boston scientific devices and competitors leads. Despite the patient undergoing surgical intervention, there were no patient complications reported during or following the procedure. The explanted device was returned for laboratory analysis.